Event description:
It was reported that the patient's blood glucose level reached 270 mg/dl. The pod was worn between 1 and 4 hours. It was noted that the needle did not deploy. No information was provided on how the hyperglycemia was treated.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.